Event description:
During an operation, the electrode stopped working. When inspected the tip was found broken and burned. The electro-surgical unit was inspected and found to be ok. Per MFR, an engineer evaluated the device and concluded that the wire was damaged either due to a kink or break which caused the insulation to burn. It is critical that inspection of the device occur prior to initiation of the procedure. MFR labeling for the device requires user inspection of the wire, prior to procedure, so as to prevent use of a damaged electrode. Labeling for the device states that user inspection of the wire prior to the procedure would prevent use of a damaged electrode.